Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Also, it was observed that the scope connector was dirty. These findings were due to insufficient cleaning of the scope or handling problem. It was observed that the scope connector, air, and water cylinder had corrosion due to chemical stress caused by handling. It was also observed that the control unit, light guide lens, objective lens and the connecting tube had discoloration due to chemical stress caused by handling. It was observed that the scope connector had a crack due to physical stress caused by handling. It was also observed that the image guide protector had a cut due to handling. It was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the forceps channel port was shaved due to physical stress caused by handling. It was observed that there was a lack of image on the monitor due to dirt on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector, plastic distal end cover, connecting tube, scope connector cover, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, lock engagement lever, lock engagement knob, switch box, scope cover, universal cord, grip, and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope had an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.